Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 792 mg/dl and was taken to the hospital for assistance. Customer stated that his infusion set cannula was bent and his insulin pump was not delivering the correct amount of insulin. Customer stated that he had high potassium and a heart attack prior to hospitalization nothing further was reported.